Manufacturer narrative:
Correction: a3 (gender) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the blood pump rotor on the 2008t machine damaged the blood pump housing during a patient's hemodialysis (hd) treatment and resulted in blood loss. A cap came off and exposed the guide pin which perforated the bloodline. A nurse stated during follow-up that the clinic staff visually observed the reported issue. Droplets were identified that the clinic staff determined were coming from a hole in the bloodlines caused from the 2008t machine blood pump. The patient¿s estimated blood loss (ebl) was not quantified. No serious injury or required medical intervention resulted from the reported issue. The patient completed treatment on the reported event date with the same machine after the blood pump rotor was immediately replaced. Fresenius supplies were not used for this treatment. The machine remains in the back room as a potential backup to be returned to service at any time. The sample will be returned to the manufacturer for physical evaluation. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
It was reported to fresenius that the blood pump rotor on the 2008t machine damaged the blood pump housing during a patient's hemodialysis (hd) treatment and resulted in blood loss. A cap came off and exposed the guide pin which perforated the bloodline. A nurse stated during follow-up that the clinic staff visually observed the reported issue. Droplets were identified that the clinic staff determined were coming from a hole in the bloodlines caused from the 2008t machine blood pump. The patient¿s estimated blood loss (ebl) was not quantified. No serious injury or required medical intervention resulted from the reported issue. The patient completed treatment on the reported event date with the same machine after the blood pump rotor was immediately replaced. Fresenius supplies were not used for this treatment. The machine remains in the back room as a potential backup to be returned to service at any time. The sample will be returned to the manufacturer for physical evaluation. No additional information is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the blood pump rotor on the 2008t machine damaged the blood pump housing during a patient's hemodialysis (hd) treatment and resulted in blood loss. A cap came off and exposed the guide pin which perforated the bloodline. A nurse stated during follow-up that the clinic staff visually observed the reported issue. Droplets were identified that the clinic staff determined were coming from a hole in the bloodlines caused from the 2008t machine blood pump. The patient¿s estimated blood loss (ebl) was not quantified. No serious injury or required medical intervention resulted from the reported issue. The patient completed treatment on the reported event date with the same machine after the blood pump rotor was immediately replaced. Fresenius supplies were not used for this treatment. The machine remains in the back room as a potential backup to be returned to service at any time. The sample will be returned to the manufacturer for physical evaluation. No additional information is available.